Manufacturer narrative:
Evaluation summary: kinks were visible along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st and 2nd distal stent wraps with struts raised. There was slight deformation to the distal tip.

Event description:
The physician was attempting to use a 2.25x18mm resolute integrity drug eluting stent to treat a lesion in a mildly tortuous proximal circumflex (cx) artery. The lesion had severe calcification and 80% stenosis. No damage was noted to packaging. The device was inspected and negative prep was performed with no issues noted. First, pre-dilation was performed (once by nominal pressure) with a non-mdt balloon in the target lesion. The lesion was in good condition after pre-dilatation. The physician attempted to deliver the resolute integrity, but it was unable to cross the lesion. Resistance was encountered when advancing the device. After another dilatation with the non-mdt balloon (once by nominal pressure), the resolute integrity was delivered using a non-mdt guideliner but again it failed to cross the lesion. At this point, the customer checked the stent outside the patient¿s body, and noted that stent deformation had occurred in-vivo during positioning. After that, another dilation was performed using a non-mdt balloon (once by nominal pressure), and using a non mdt 2.25x18mm stent, the procedure was completed successfully. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.